Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient was implanted with two bard flat mesh that were placed during a pelvic procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the current available information, no conclusion can be drawn. If add'l event and/or evaluation info is obtained, a f/u MDR will be submitted. See MDR 1213643-2013-00497 for information related to the second bard flat mesh implanted on the same date of (B)(6) 2006.